Manufacturer narrative:
No further investigation was needed for this incident in which the device (B)(4) was involved. A CAPA has been raised in our quality management system to determine the root cause of the hydraulic stabilization system defect and in order to determine further actions. The internal CAPA reference is the following: (B)(4).

Manufacturer narrative:
The foot of the hydraulic stabilization system was replaced for repair purpose. The broken foot has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During the maintenance of the device, the medtech technician replaced the foot of the hydraulic stabilization system that was found broken.